Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed and no anomalies were found. However, the lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Event description:
It was reported that both the atrial and right ventricular leads dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.